Manufacturer narrative:
(B) (4).

Event description:
The pt developed an infection around the device site about a week post-implant. The device system was removed after the doctor inspected the wounds. No pt outcome was reported. Additional info has been requested.